Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the x-rays of the abdomen and the l-spine revealed disc continuity of the catheter. It was noted the cause of the itchiness and increased tone was not clear and possibly due to underdose of intrathecal baclofen (the patient had an old catheter) versus prostatitis or microfractures. The itchiness and increased tone had been resolved with added valium and baclofen. The hcp noted there were no problems with aspiration and 1cc was aspirated. The hcp spoke with neurosurgery about the possibility in the future of addressing or replacing with a new catheter. Neurosurgery does not want to consider revision of the catheter. The patient was on valium now. He was reluctant to increase the intrathecal baclofen dose due to sensitivity to increased dose even by 5%. Follow-up was scheduled in two weeks. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving gablofen 1000 mcg/ml at 143 mcg/day via an implantable pump for intractable spasticity. It was reported the event occurred during normal use. The patient has had itching and increased tone since thursday ((B)(6) 2016). It was noted the patient phoned the hcp to inform her of this situation. A pump refill was performed. The actual residual volume matched up exactly to the expected residual volume. The hcp performed a side port aspiration at the patient's bedside. The hcp was able to aspirate 1 ml of clear colorless fluid, but with some difficulty. The pump was reprogrammed with priming bolus included. Oral baclofen was administered, which did help the itching and tightness. The patient was sent for labs and x-rays, which are pending. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient status was reported as "alive-no injury." No surgical intervention has taken place nor is surgical intervention planned. Information was later received that the manufacturing representative checked with the hcp, and she does not have an update at this time. Additional information has been requested regarding the results of the labs/x-rays performed, the cause for the itchiness and increased tone, the cause for the difficulty aspirating the side port and the resolution of the itchiness, increased tone and difficulty aspirating the side port. If additional information is received, a follow-up report will be submitted.